Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had possible over delivery of insulin. Troubleshooting was performed. Customer alleged the insulin pump would warn them their blood glucose was low and they would treat with glucose intake via insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.